Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), abdominal pain upper ("pain in stomach") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, psychological trauma, abdominal pain upper and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, iron deficiency anaemia, menorrhagia, pelvic pain, perforation, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received : following events were added : abnormal vaginal bleeding. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury") and abdominal pain upper ("pain in stomach"). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, psychological trauma and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, iron deficiency anaemia, menorrhagia, pelvic pain, perforation and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, perforation nos, dyspareunia, abdominal pain, back pain, menorrhagia, anemia, psych injury, pain in stomach, plaintiff did not undergo essure confirmation test were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.